Event description:
A patient received a scleral burn during a fragmentation procedure. The nurse reported that the handpiece was tuned, tested and primed without difficulty. When placed in the patient's eye, the fragmentor did not work as expected. The power was increased without improvement. Upon removal of the tip, a scleral burn was noted. The tip was tested and worked fine and was reinserted, turned on and began to smoke. At this point the procedure was stopped.